Manufacturer narrative:
The device is expected to return, however it has not yet been received. As a result, no conclusions can be drawn as to the cause of the reported information at this time. Should the device return for evaluation a supplemental report will be provided.

Event description:
Medtronic received information that during the procedure the coil could not be detached. The physician replaced with a new coil to complete the surgery. The patient is well.

Manufacturer narrative:
Device evaluation the axium coil was returned still within the dispenser track and inside of an opened outer carton. The introducer sheath was not returned. In addition, the instant detacher was not returned for evaluation as it was discarded. During evaluation, the axium coil was removed from the dispenser track and the pushwire was found to be broken on its proximal end without the release wire extending out. Under the microscope, the coin was not found to be located against the lumen stop and the implant coil was found to be detached with the shield coil present. No defects were found on the implant coil. The detach element was then removed from the implant coil for evaluation. The detach element was in good shape and the detachment ball was found to be within specification. The outer jacket was then removed. The inner diameter of the lumen stop and the inner diameter of the retainer ring were found to be visually acceptable . The lumen stop inner diameter (ID) within specification. All other subassemblies appeared to be normal and no other anomalies were observed. There was no evidence found of manufacturing defects that relates to the complaint; therefore manufacturing has been ruled out as a potential cause. Based on the analysis findings and the event description, the customer report of ¿non-detachment¿ could not be confirmed. The axium coil was returned with the implant coil already detached. The cause for the difficulty detaching the implant coil with the instant detacher could not be determined as evaluation of the instant detacher and condition of the tack weld replacement (twr) crimp could not be assessed. The broken location at the proximal end of pushwire was consistent with the break location for the manual method of detachment (via hypotube) as instructed in the axium coil instructions for use (IFU). It is likely that the implant coil detached from the pushwire subsequent to the break in the pushwire with the release wire pulled back. All returned parts of the pushwire which could affect detachment were found to be within specifications. Note: per the axium coil instructions for use (IFU): if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.